Manufacturer narrative:
The device has not been received for analysis as of the date of this report. A supplemental medwatch report will be filed when the analysis is complete.

Event description:
It was reported that during a ptca / stenting treatment procedure, a pinhole leak was discovered in the ultra-thin stent delivery system balloon. The entire device was removed and replaced with another ultra-thin stent delivery system to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "fine."